Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation revision with 300cc mentor smooth round moderate profile saline breast implants. On or around (B)(6) 2020, the patient was thrown off of a horse. Afterwards, the patient experienced bilateral capsular contracture (baker grade iii on the right side; baker grade ii on the left side) and left-sided deflation. As a result, the patient underwent bilateral explantation on (B)(6) 2020 and replaced with non-mentor devices. This report is for the patient's right-sided device.

Manufacturer narrative:
On 29-apr-2020, after secondary review of the file, block h3 (device evaluated by manufacturer?) Was corrected from ¿no¿ to ¿not returned to manufacturer.¿ manufacturer¿s reference number: (B)(4).